Event description:
This 76 y/o female patient with a diagnosis of hunt & hess grade IV and history of diabetes and hypertension was undergoing coil embolization within the ruptured aneurysm on 09/08/04. Aneurysm size 3mm x 3mm, x 4mm, neck size 2mm, neck/sac ratio .67. Two coils (3x8 & 2x8) were placed within the left middle cerebral artery. During the procedure the patient had thromboembolic event, but it was reported as unrelated to the product. Additional information was obtained from the physician: the thromboembolic event happened during procedure. The aneurysm was in m1 bifurcation. Thrombus had been formed in m2 branch during coiling procedure. It is related to procedure but is not possible to tell if it is related to coils or micro catheter or something else because this is individual reaction of human body. Additional dose of heparin IV was administered and thrombus disappear without any clinical consequences. The product will not be returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Please note that this medwatch represents one of four products that was involved in this event and is related to mfg# 105196-2006-00093, 105196-2006-00088, 1058196-2006-00082, 1058196-2006-00081.